Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from poland alleged discrepant results for one patient when compared with results generated cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system with a retest performed on an unknown test in a different hospital. The patient was tested with the cobas® sars-cov-2 & influenza a/b assay and generated a sars-cov-2 positive result. After the patient was taken to another hospital, the patient was tested twice and generated negative results for sars-cov-2. No information on the test used for the re-test was provided. The alleged sample was a nasopharyngeal swab collected in copan mini utm kit 1ml. The product¿s method sheets provides the following information related to specimen collection kits: nasopharyngeal swab collection kits: flexible minitip floqswab tm with universal transport media tm (utm ® ) from copan diagnostics or bd tm universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab. No harm was indicated. Review of the cobas liat system data did not find any indication of a system issue. An investigation was performed on the reagent kit lot and no product problem was identified. Review of the data showed the sample was a low positive sample with a CT value near to the limit of detection (lod) of the test. It is also unknown which test was used for the retest of the sample, therefore, the differences in technologies may also have an effect on the detection of the virus.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The facility name was truncated due to characters limitation. The complete name of the facility is (B)(6). (B)(4).